Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional and visual testing was performed. The reported problem of over delivery by 8.45%, was not confirmed by accuracy testing. Accuracy results were within manufacturing specification. The cause is unknown.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test +8.45%. There was no patient involvement.